Event description:
It was reported that the procedure was to treat a non-calcified lesion in the mid right coronary artery. The trek balloon catheter was advanced to the lesion without resistance. During inflation to nominal pressure, the balloon would not hold pressure and did not appear inflated under fluoroscopy. The catheter was removed and pressurized outside the patient at which time fluid was observed leaking out of the distal end of the balloon. A new trek was used to continue the procedure. There was no significant delay in procedure and no adverse patient effects. It was further reported that the balloon was not prepped prior to use per the product instructions for use. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - incorrect prep. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned trek dilatation catheter noted blood visible on the balloon, shaft and contrast in the loosely folded balloon and inflation lumen, consistent with preparation and use of the catheter in the patient anatomy. There were multiple bends through out the entire length of the hypotube. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported balloon rupture. A new indeflator filled with water was used in attempt to inflate the balloon to the rated burst pressure (rbp), when it was observed that fluid was coming out from a longitudinal tear 1 mm proximal to the distal balloon marker and extending proximally, for an entire length of 9 mm, confirming the reported balloon rupture. There was a longitudinal scratch proximal to the rupture, for a length of 4 mm. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. It was reported the trek catheter was not soaked in saline or prepared for use prior to entering into the patient anatomy. It should be noted the trek instructions for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Additionally, the IFU states to prepare an inflation device with the recommended contrast medium according to the manufacturers instructions. Evacuate air from the balloon segment using a 20 cc syringe or the inflation device. All air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. It is possible that the hydrophilic coating on the balloon was not activated upon exposure to moisture such that as the balloon was inflated, the balloon material ruptured. Further, as there was a scratch noted to the balloon near the rupture site, it is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the lesion/anatomy, such that the balloon ruptured upon the first inflation. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for balloon ruptures for this lot. There is no indication of a lot specific product quality deficiency. The reported balloon rupture appears to be related to the operational context of the procedure. All dilatation catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp.